Event description:
The customer stated that the following architect afp results were generated for a (B)(6) baby. On (B)(6) 2012: 463.7 ng/ml, (B)(6) 2012: 625.3 ng/ml, (B)(6) 2012: 568.5 ng/ml, (B)(6) 2012: 8.5 ng/ml. The physician questioned the last result and the sample was retested on (B)(6) 2012. Retest results were 121.8, >200, and 479.1 ng/ml. Another sample was collected from the patient after the customer switched the sample requirement from plasma to serum. The results were 54 and >400 ng/ml. The physician inquired as to why this patient generates variable architect afp results. No adverse impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4). (Incorrect or inadequate test result)

Manufacturer narrative:
On (B)(4), 2012, it was discovered that an emdr was not required for this incident as the medical device in question (architect afp, list 07k67-32) is not distributed in the us and has no similar us distributed list number. The initial emdr was submitted in error.